Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnosis procedure was completed after restarting the system. A philips field service engineer (fse) went onsite and found issue flex vision pc. The philips engineer replaced flexvision and reloaded software. The faulty flexvision was returned to philips for further analysis, confirming power supply failure. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.